Event description:
(B)(4).

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and the lot number could not be provided by the facility. Gambro does not regard the submittal of this report as an admission of causation or liability.